Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked, moisture/corrosion was found within the battery compartment, and the keypad buttons responded intermittently. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump found some cosmetic damages. On investigation the battery compartment was found to be cracked and moisture/corrosion was found within the compartment. Battery cap was able to tighten properly and battery cap measurements were within specifications. All current readings were within specifications. No anomalies or moisture/corrosion were found within the pump interior. In addition, all the keypad buttons responded intermittently to presses. Upon removal of the keypad cover, contamination was found under all the button contacts. (B)(6).